Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, the device leaked an unknown chemotherapy medication during a patient's infusion. There was no harm to the patient reported. No additional information is known at this time.